Manufacturer narrative:
B3: 05-nov-2019. B4: 10-may-2021. D6a: 26-sep-2012. D8: no. G1: mr. (B)(6). G3: 10-may-2021. G6: follow-up # 2. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - impact code: 4627. Medical device problem code: 2017. Type of investigation: 10, 3331. Investigation findings: 140. Investigation conclusions: 4315. H10: limited information was provided, notably no pre-operative, post-operative, or interim radiographs were available. Radiographs were reviewed and showed decreased lordosis, some radiolucency and cystic lesions. There was no evidence of spinal cord involvement. The implant was not intact as-received. It was noted that inflammation or infection were not suspected and tissue samples were not collected during revision. The device showed evidence of mechanical damage.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformities to specification or deviations in procedure. Additional information has been requested.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a two-level patient was revised due to pain. Both m6-c artificial cervical discs were removed.